Manufacturer narrative:
(B)(6).

Event description:
It was reported that after using the device indented hole gets clogged with tissue. No back up device was available. No delay or patient injury reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows extensive electrode wear with dried blood/tissue and discoloration present on the tip. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible and activated in a beaker of saline solution at the default and max settings and performed as intended. The suction line was tested and saline flowed through-out the line without hesitation. Functional testing concluded that saline flowed through-out the suction line without hesitation; therefore, the complaint could not be verified. The root cause could not be determined with confidence as several factors could have contributed to the reported event. It is possible that the suction line was not properly connected, the suction pressure at the customer¿s facility may have not supplied enough pressure in order to excavate blood and tissue or there was an attempt to excavate large ablated tissue remnants. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Factors that could have led to suction failure includes: the suction line was not connected, suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. These factors can cause the tip to clog; therefore, decreasing the functionality of the wand.